Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the subject pump had no power. The reporter claimed the battery compartment was cracked and contained moisture. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2016 with the following findings: there were pump reboot events observed in the black box download. The battery compartment was cracked along the side of the pump. No damage was found to the battery cap. The battery cap attached securely to pump. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no power issues occurring. There was corrosion in the battery compartment.